Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. It was noted that that the ok button was under responsive to user presses. There is no indication that the product issue caused or contributed to an adverse event. The complaint is being reported because the issue has the ability to result in inadvertent or incorrect insulin delivery or the inability to use the pump.

Manufacturer narrative:
Follow-up #1: date of submission 30-nov-2017 device evaluation: the device has been returned and evaluated by product analysis on 08-nov-2017 with the following findings: during investigation, the original complaint was unable to be duplicated. The keypad was intact with no evidence of peeling or damage and all the keys were responsive. The keypad was removed and there was no evidence of contamination on the key contacts. The pump was opened and there was no evidence of moisture corrosion near the keypad connector. The base was also found to be cracked. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.